Manufacturer narrative:
This report is being submitted to report corrected information. The item number was reported incorrectly previously and has now been corrected. The following sections are being reported: d1: brand name was corrected. D4: catalog number was corrected. G4: PMA/510(k) number was updated and additional PMA/510(k) number is k101880 h2: if follow-up, what type h10: additional narratives/data if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external factors (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that primary stability was not achieved with the implant in tooth site #13 (universal).